Event description:
According to the reporter, during laparoscopic cholecystectomy, when clamping cystic duct, the clip burst. Another clip was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.